Manufacturer narrative:
(B)(4). Based on the results of the fse's evaluation; the assignable cause for the reported issue of blood leak alarm was determined to be the blood leak detector system required calibration. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
Complaint no: (B)(4). Corrected brand name

Manufacturer narrative:
(B)(4). Baxter is in the process of completing the on-site evaluation of this device. A follow-up report will be submitted providing evaluation results and/or additional information.

Event description:
A dialysis technician contacted a baxter technical service representative (tsr) regarding an arena hemodialysis instrument to report a blood leak alarm. This occurred during patient use: however, no patient injury or medical intervention was reported. A follow up was done and the customer clarified that it was the blood leak detector that alarmed (indicating that there is blood in the dialysate). The customer reported that the patient finished therapy successfully on a different machine after the blood was returned. No adverse event was reported.